Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user has to centrifuge the tubes several times for gel to separate. No patient impact. The following information was provided by the initial reporter: "the user have to centrifuge the tubes sometimes 3 times for the gel to do its separator action."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user has to centrifuge the tubes several times for gel to separate. There were also tubes with missing additive. No patient impact.

Manufacturer narrative:
The following fields were updated: b5. It was reported that when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user has to centrifuge the tubes several times for gel to separate. There were also tubes with missing additive. No patient impact. D9. Device available for evaluation? Yes. Returned to manufacturer on: 08-jan-2024. H6. Investigation summary: bd received 22 samples (lot 3198749) from the customer in support of this complaint. Evaluation of returned samples did not identify gel defects that would result to poor barrier separation. However, evaluation of the returned samples (lot 3198749) did indicate that 3 out of 22 tubes had no silica. 100 retained samples from each lot number provided were visually inspected and no gel defects that would result to poor barrier separation. Bd was able to confirm the customer¿s indicated failure mode ¿ poor barrier separation based on the returned samples (lot 3198749) evaluation results. Bd was able to confirm failure mode ¿ missing additive based on the returned samples (lot 3198749) evaluation results. Although the tube is without silica additive the blood will still clot, it just would take a longer time to clot. No definitive root cause could be established for the reported defect; however, it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.